Event description:
It was reported that this right atrial (ra) lead exhibited an intermitted atrial undersensing which stored on electrogram with falsely classified termination of ongoing atrial arrhythmia. This ra lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.